Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of ¿90 and 210mg/dl¿ with the subject meter and ¿70 and 180mg/dl¿ on a onetouch vita mete, the time difference between these results is unknown. This complaint is being reported because the meter readings may not have met lifescan's criteria for precision and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.